Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and images but the request for medical records was denied and no response was received for the request of medical images. As such, event determination, off label conditions, related patient harms and patient disposition could not be assessed. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.device iteration is afx2.corrections:b5: describe event or problem - updatedg1,2: contact office- name has been updatedh6: result code: remove code 3233h6: conclusion code: remove code 11

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 and ovation ix abdominal aortic aneurysm stents (outside indications of use), and the internal iliac was coiled. Approximately one (1) month post initial procedure, a type iiia endoleak (between the bifurcation and limb extension) was detected at routine follow-up cta (computed tomography angiography). In addition, the proximal portion of the bifurcated device appeared compressed. The patient was reportedly in stable condition. A re-intervention was completed on (B)(6) 2019, however, the details of the procedure were not provided. As of date, there have been no additional patient sequelae reported. Subsequent to the initial report, additional information was received reporting that the re-intervention was completed. The proximal limb was dilated with a non-endologix high pressure non-compliant balloon, a reline was performed with a non-endologix (palmaz) bare metal stent. The endoleak was successfully sealed and the patient was reported to be well post procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 and ovation ix abdominal aortic aneurysm stents (outside indications of use), and the internal iliac was coiled. Approximately one (1) month post initial procedure, a type iiia endoleak (between the bifurcation and limb extension) was detected at routine follow-up cta (computed tomography angiography). In addition, the proximal portion of the bifurcated device appeared compressed. The patient was reportedly in stable condition. A re-intervention was completed on (B)(6) 2019, however, the details of the procedure were not provided. As of date, there have been no additional patient sequelae reported.